Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 300 mg/dl. The customer delivered injections to address bg level. Reportedly, the customer was new to the pump and was still getting accustomed to the pump. Additionally, the customer reported to being an uncontrolled diabetic in the past. Recommendation was made to consult with health care provider regarding diabetes management.